Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Sc-1132.sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was not returned.